Event description:
After successful ablation with the rotablator device, resistance was encountered while attempting to advance a ranger balloon over the wire. The balloon and wire were then removed and it was noted the wire had broken in half. No pt injury was reported.